Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
Investigation is not complete; this report will be updated upon investigation completion. Trends will be evaluated. This is the same event as 3010536692-2014-01337.